Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the right ventricular lead integrity alert had triggered. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011, dtba1d1 ICD, implanted (B)(6) 2015, 5867-3m adaptor, implanted (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. It was noted that the patient's right ventricular (rv) lead had high pacing impedance, over sensing and a confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.